Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged inaccurate insulin delivery. No further information was available. This complaint is being reported as there is an allegation against the delivery function of the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 11/01/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2016 with the following findings: the pump powered on with intact auditory and vibratory features to a blank screen; therefore, investigators were unable to adequately investigate the reported ¿inaccurate delivery¿ complaint. The review of the pump history showed that the total daily dosage (tdd) added up correctly and reflected the programmed basal rate. The battery compartment and the battery cap were undamaged and the cap was able to fit securely. When a test display was mounted, the pump powered on and emitted a call service alarm ¿cs69¿ which was unable to be cleared, making further investigation of the initial complaint impossible. The test display screen was fully clear and illuminated; a display flex failure was diagnosed. The call service alarm 069 failure was defined as a language file corruption upon the language text retrieval and was recorded in the black box data as a call service alarm 87 failure. The investigators determined that the error is resident to u39 flash chip failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.